Event description:
Customer reported that during acquisition, the image was frozen on the monitor and the x-ray stopped. The system displayed error message 600010. The customer had to reboot the system to recover full functionality. No reported pt incident.

Manufacturer narrative:
Analysis of the logs by the investigation team revealed that the issue was caused due to a known "foib" issue. In use of failure during the acquisition of fluoro or record, there is a frozen image. During this failure, the system will send x-ray without reporting any error message. The x-ray will remain with the frozen image until the operator releases the pedal. Once the pedal is released by the operator, the x-ray stops as per the specification and an "abort" message is displayed after 2.5 seconds and the image will get blackened. The operator needs to do a shutdown/power up to recover the system. A field correction has been launched to update the affected units in the installed base. FDA has classified the action as a class-ii recall.